Event description:
Per letter received from attorney, the patient was allegedly injured while using the trapeze bar, when they attempted to adjust a pillow behind their back. The bar allegedly did not hold the patient's weight resulting in a torn rotator cuff requiring surgical repair.